Event description:
4 baxter pumps stopped working with an error message. Infusing in those pumps was vasopressin, norepinephrine, heparin, fentanyl. When vasopressors were stopped suddenly, map decreased to 36. Pumps were immediately changed, and medications resumed. Pts blood pressure returned to normal. In total, around 25 baxter pumps in cardio thoracic surgical ICU stopped working. Baxter was called as well as clinical engineering and nursing leadership. Baxter rep to come to unit and assess pumps. Clinical engineering working on pumps to reconnect. Currently waiting for baxter for further evaluate. Extra working pumps stocked in each patient room for easy exchange if needed. Extra pumps brought to unit as well.